Event description:
It was reported that during a lap cholecystectomy procedure, the device closed on an artery. It was eventually opened. It is unk how the procedure was completed. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.